Event description:
Reporter states that in back-to-back blood glucose tests she got blood glucose results of 164, 198 and 93 mg/dl. Then, using a different teststrip lot in a meter-to-healthcare professional meter comparison, in a fed state, results were 128 and 109 mg/dl respectively. Reporter did not clean the meter. Reporter did not have control solution available for testing.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8